Manufacturer narrative:
A visual examination of the returned device revealed that the stent was attached to the delivery system. The suture was attached and unbroken. The push catheter was kinked adjacent to the hub. The suture hole was torn. The guide catheter was stretched, kinked and broken. The proximal portion of the guide catheter was not returned for evaluation. The stent had no visual anomalies. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Manufacturer narrative:
(B)(6):the device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stone removal procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter stretched, broke, and the stent was unable to be deployed. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece.the procedure was successfully completed with another flexima biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stone removal procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter stretched, broke, and the stent was unable to be deployed. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece.the procedure was successfully completed with another flexima biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure.